Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional info was received from the surgeon who reported that in his opinion, it is unk if the iol caused or contributed to the event. He also reported that the cause could have been faulty keratometry (k) readings that were measured preoperatively.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot. The product investigation could not identify a root cause. (B)(4).